Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a procedure performed on (B)(6), 2007. According to reports, the patient experienced the following injuries as a result of mesh implantation: pelvic pain, dyspareunia, vaginal pain, erosion, urinary difficulties, and chronic mesh complications such as inflammation and foreign body reaction. The patient is still receiving treatment to address the problems as a result of this.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6), 2007, implant procedure date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implanting facility is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a procedure performed on (B)(6) 2007. According to reports, the patient experienced the following injuries as a result of mesh implantation: pelvic pain, dyspareunia, vaginal pain, erosion, urinary difficulties, and chronic mesh complications such as inflammation and foreign body reaction. The patient is still receiving treatment to address the problems as a result of this. Additional information received on march 14, 2023. On (B)(6) 2021, the patient underwent a removal of the synthetic vaginal meh due to exposed vaginal mesh. During the surgery, it was observed that the lateral arms of the mesh were not exposed and likely do not require the removal in this case. However, the middle portion if the mesh were sliced freely under the anterior vaginal wall. There was no blood loss during the surgery. The patient tolerated the procedure well and was taken to the recovery room in stable condition. Additionally, the patient underwent another surgery for the placement of a non-bsc transvaginal sling device on (B)(6) 2022 due to mixed urinary incontinence. During the surgery, it was observed that the patient also had a grade-2 cystocele. There were no complications reported throughout the procedure. The patient was then transported to the recovery room in stable condition.

Manufacturer narrative:
Block h2: additional information: blocks a2 (date of birth), b5 (narrative), b7 (other relevant history) and h6 (patient code and impact code) has been updated based on the additional information received on march 14, 2023. Block b3 date of event: date of event was approximated to november 12, 2007, implant procedure date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting facility is: (B)(6). The explanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable event of: e2006 - erosion and exposed vaginal mesh. E1311 - urinary difficulties. E2330 - pain. E1405 - dyspareunia. E2326 - inflammation. E2402 - chronic mesh complications. The following imdrf impact codes capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device. F1905 - excision mesh. F23 - patient underwent medical treatments to address the reported events. F1901 - further surgery for non-bsc mesh placement.

Manufacturer narrative:
Block h2: additional information blocks a6 (race), b5 (narrative), d1 (brand name), d4 (model number, lot number, catalog number, expiration date, unique identifier (UDI) #, h4 (device manufacture date) and h6 (patient code) has been updated based on the additional information received on april 17, 2023. Correction: block d7a (sud reprocessed and reused?) And g1 (MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip/post code) has been corrected. Block b3 date of event: date of event was approximated to november 12, 2007, implant procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implanting facility is: dr. (B)(6). The explanting physician is: dr. (B)(6). United states block h6: the following imdrf patient codes capture the reportable event of: e2006 - erosion and exposed vaginal mesh. E1311 - urinary difficulties. E2330 - pain. E1405 - dyspareunia. E2326 - inflammation. E2402 - chronic mesh complications. The following imdrf impact codes capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device. F1905 - excision mesh. F23 - patient underwent medical treatments to address the reported events. F1901 - further surgery for non-bsc mesh placement.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a procedure performed on (B)(6) 2007. According to reports, the patient experienced the following injuries as a result of mesh implantation: pelvic pain, dyspareunia, vaginal pain, erosion, urinary difficulties, and chronic mesh complications such as inflammation and foreign body reaction. The patient is still receiving treatment to address the problems as a result of this. Additional information received on march 14, 2023: on (B)(6) 2021, the patient underwent a removal of the synthetic vaginal mesh due to exposed vaginal mesh. During the surgery, it was observed that the lateral arms of the mesh were not exposed and likely do not require the removal in this case. However, the middle portion if the mesh were sliced freely under the anterior vaginal wall. There was no blood loss during the surgery. The patient tolerated the procedure well and was taken to the recovery room in stable condition. Additionally, the patient underwent another surgery for the placement of a non-bsc transvaginal sling device on (B)(6) 2022, due to mixed urinary incontinence. During the surgery, it was observed that the patient also had a grade-2 cystocele. There were no complications reported throughout the procedure. The patient was then transported to the recovery room in stable condition. Additional information received on april 17, 2023: for the treatment of stress urinary incontinence, the patient underwent an obtryx sling implantation procedure on (B)(6) 2007. According to reports, the patient had a large rectocele, which required additional surgery after the sling was implanted. Additionally, no complications were reported at any point during the procedure.